Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was used to induce the patient into vf with a shock on t-wave. Afterward, the ICD would not deliver a shock and the patient had to be externally cardioverted. When the ICD was interrogated later a fault code 5 and 6 were displayed. The ICD was removed and replaced.